Event description:
Patient underwent a right hemicolectomy on 4/24/92. Bowel anastomosis was accomplaished using a gia-80 stapling device. At that time no problems were identified. During the post-op period patient was started back on anticoagulants. The patient went on to develop a fever, thrombocytopenia, leukopenia and bowel dysfunction which necessitated a return to surgery on 5/2/92. At that time the patient was found to have a leaking enterocolic anastomosis and abdominal abscess which required a resection of the leaking anastomosis and drainage of the abscess. On inspection of the anastomotic area, the suture line appeared to have perforated. The surgeon found that the staples gave the appearance of being too close to the cut edge on one side of the anastomosis. It was the surgeon's belief that perhaps the staple device may have misfired thus causing the postion of the staples to be unequal in respect to one of the cut edgesinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.